Manufacturer narrative:
H6-health effect- clinical code: 4581- "dysphotopsia". B5- the patient also experienced dysphotopsia. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+4.0/087 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.

Manufacturer narrative:
Claim # :(B)(4).